Manufacturer narrative:
(B)(4). Device evaluation: the actual device was not returned to baxter for evaluation, however a photograph of the device was sent for evaluation. Visual examination of the photo confirmed the reported condition of a ruptured reservoir. The root cause investigation is currently being performed under CAPA # (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoirs of 2 intermate sv 200 devices ruptured during filling. This is report 1 of 2. There was no patient injury or medical intervention reported. No additional information is available at this time.